Manufacturer narrative:
Product and 501k information is not available after several good faith effort attempts were made. If information is made available supplemental report will be sent.

Event description:
It was reported to philips that the lead set wires got hot and melted. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
FDA procode updated based on information known at this time. Catalog item ID is unknown and unable to acquire through follow up activities.